Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption which reverted the device into backup operation.

Event description:
New information received reported the FDA di number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for routine follow-up. The patient complained of shortness of breath a few days prior to the office visit. Upon interrogation, the device was found to be in backup vvi. The device was interrogated in (B)(6) 2017 estimated elective replacement indicator at six to nine months. The device was explanted and replaced. No patient information available.